Event description:
It was reported that the asymptomatic patient presented in clinic. During a firmware upgrade, the pulse generator reverted to backup operation. The device was successfully reprogrammed. Following two more unsuccessful attempts, the device firmware was not upgraded. The patient will continue to be monitored.